Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The brs-4000 flexible fiber bronchoscope was being used with the bls-1000 light source accessory when there was a small explosion in the light source accessory. The explosion came from the lithium ion batteries within the light source accessory. This occurred during a procedure but the patient was not harmed. The doctor was reported to have a slight burn. The bls-1000 was subject to a recall in august 2014 for this issue. The customer was notified of the recall but did not return the requested device.